Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had been unable to charge the ins for a couple of weeks, and that the rep was unable to communicate with it. The ins was in overdischarge. The rep noted that the were going to perform a trickle charge on the ins on (B)(6) 2018. No patient complications were reported. Additional information was reported that the cause of the patient's ins going into overdischarge was due to the patient having difficulty getting a good connection between the recharger and battery. The rep was able to only get 4 bars after multiple attempts. The rep was able to get the patient's ins out of overdischarge and the power on reset (por) was cleared. No further actions were required. No further information was reported. Additional information was reported that the cause of the patient's coupling issues was not definitively determined. Based on the rep's experience, it appears the battery placement in the pocket is causing the issue. It was hard to palpate the battery easily thought the skin. No actions have been taken and the coupling issue has not been resolved at this time. No further information was reported.